Manufacturer narrative:
11/10/1998- supplemental report sent to FDA. Additional data entered in d9. Device evaluation indicated and codes entered in h3 and h6.

Event description:
The device was used during a procedure on the colon. Reportedly, the instrument did not cut. The surgeon performed an anastomosy to complete the procedure. The hospital has reported the pt's condition is satisfactory.